Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip replacement surgery on (B)(6) 2008. Subsequently, on (B)(6) 2012, revision was performed due to allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, and loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip replacement surgery on (B)(6) 2008. Subsequently, on (B)(6) 2012, revision was performed due to allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, and loosening. Additional information received in operative report noted patient was revised on (B)(6) 2012 due to pain and aseptic loosening of the acetabular cup. Operative report further noted scar and fibrous tissue during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.